Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a suspected problem with the device or therapy. There was a lack of pain relief. The device had been off for 9-10 months and had not been charged. The patient did not have a programmer with her at the appointment. There was shocking. The device was being removed in two weeks because it had never provided any therapeutic effect. There was burning, left side of body going numb. The symptoms were at the implantable neurostimulator (ins) site. The changes in therapy/symptoms would be considered sudden. The burning was at the ins site and had been present since the day it was put in. There was a lead migration. The stimulation issues were not related to positional movement. There was going to be a complete system removal in 2 weeks due to lack of therapy since implant. The left side of the body was going numb. The stimulation was not working. The ins had not been turned on for over a year. It had not been working for over a year, it was reviewed that the ins had not been implanted for a year at the time of the report. It was noted that they were paralyzed on one side of the body after reprogramming, this was considered sudden. If additional information is received, a follow-up report will be sent.